Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that there were hospitalizations for diabetic ketoacidosis. After the event in (B)(6), there were two more hospitalizations in the summer and fall of 2012. Nothing further reported.